Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected in the lips with juvéderm® volift¿ with lidocaine. 8 months later, patient experienced a swollen lip after a viral episode (deemed not device related). Patient was treated with zamene and cipro. Patient was also prescribed antibiotics for angina. Symptoms resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.8.

Event description:
Healthcare professional reported a patient was injected in the lips with juvéderm® volift¿ with lidocaine. 8 months later, patient experienced a swollen lip after a viral episode (deemed not device related). Patient was treated with zamene and cipro. Patient was also prescribed antibiotics for angina. Symptoms resolved.